Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Device stand (broken) defective, is no longer available as a spare part because the service for this device is no longer offered. File clip (broken cable) defective, replaced on goodwill. Delivery without charger. Test measurement and function test without errors.

Event description:
In this event it was reported that a raypex 4 apex locator gave incorrect measurements; no injury resulted.